Event description:
It was reported that during a cholecystectomy procedure, multiple staples came out at first firing. Another like device was used to complete the case. There was no adverse consequences to the pt.